Event description:
It was reported to philips that there was an issue with the image storage. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a procedure which was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system was unable to make exposures. The system log file analysis indicated that an x-ray pc malfunctioned, damaged the disk bay, and caused a disk space issue when attempting to make exposure/store data. The customer resolved the issue by performing a hard shutdown and restart. The reported issue has not reoccurred since the incident. A philips field service engineer (fse) backed up settings and customized the system. After which, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 that is scheduled to be implemented on this system. The codes were updated based on the investigation outcome.